Event description:
During a right femoral stenting treatment procedure, the delivery stystem separated. Another wallstent was used to complete the procedure. The procedure outcome was reported as "fine". The patient was reported as "ok" following the procedure; no injury or complications were reported. Additional information has been requested.